Manufacturer narrative:
05-oct-2017 product investigation results: reporter returned toothbrush head on 23-aug-2017. Toothbrush head confirmed to be counterfeit.

Event description:
The brush released from the handle, and can't get attached any more [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she had been using an oral-b rechargeable toothbrush, version unknown for years. The consumer stated that what happened was that the brush released from the oral-b power oral care refill cross action and could not be attached anymore. The consumer noted that this was a new brush, and this happened after only using it 3 times. This was the second time that this had happened to the consumer. No symptoms developed. Relevant history: none reported. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the brush in his/her possession. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the one brush head in the individual package; the consumer thought that there were four brush heads. The consumer described that the coin slid smoothly over the brush head, and when it passed over the gray oral-b logo, he/she could hear a kind of scratchy sound and could feel that the logo was slightly raised above the smooth part. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she scratched the brush head with a coin again, and nothing further changed. The consumer noted that he/she had a visual impairment, but also didn't see any differences when using a magnifying glass. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush released from the handle, and can't get attached any more [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 21-jul-2017 that he/she had been using an oral-b rechargeable toothbrush, version unknown for years. The consumer stated that what happened was that the brush released from the oral-b power oral care refill cross action and could not be attached anymore. The consumer noted that this was a new brush, and this happened after only using it 3 times. This was the second time that this had happened to the consumer. No symptoms developed. Relevant history: none reported. No further information was provided. On 27-jul-2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the brush in his/her possession. No further information was provided. On 27-jul-2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the one brush head in the individual package; the consumer thought that there were four brush heads. The consumer described that the coin slid smoothly over the brush head, and when it passed over the gray oral-b logo, he/she could hear a kind of scratchy sound and could feel that the logo was slightly raised above the smooth part. On 28-jul-2017 received consumer's follow-up e-mail: the consumer reported that he/she scratched the brush head with a coin again, and nothing further changed. The consumer noted that he/she had a visual impairment, but also didn't see any differences when using a magnifying glass. No further information was provided.